Event description:
It was reported that this right ventricular (rv) lead had dislodged into the right atrium. Of note, the lead had been implanted for conduction system pacing. Surgical intervention was undertaken. During explant, the helix was unable to be retracted. The lead was able to be explanted. Visual inspection noted tissue in the helix. Another lead was successfully implanted. No additional adverse patient effects were reported. The lead was discarded following explant and will not be returned.